Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling up when the up button was pushed. The customer stated the keypad anomaly occurred when attempting to program a bolus. It was also reported a button error alarm occurred after replacing the battery three times. Customer's blood glucose was 150 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an unresponsive up arrow button respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No button error alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.